Event description:
Patient reports that left "change in size, stiff and painful. Patient did the exams and the diagnosis was rupture." The device remains implanted.

Manufacturer narrative:
Continued b.6 : "mammary implant at left of intact aspect." Event codes remain the same until confirmed information is received from the implanting physician.

Event description:
Patient reports that left "change in size, stiff and painful, capsular contracture baker grade iii, nodules and patient did the exams and the diagnosis was rupture. " the device remains implanted.

Event description:
Patient reports that left "change in size, stiff and painful, capsular contracture baker grade iii, nodules and patient did the exams and the diagnosis was rupture. " the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., h.6. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports that left "change in size, stiff and painful. Patient did the exams and the diagnosis was rupture." The device remains implanted.